Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator had a broken latch. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the latch to the exhalation filter holder was stuck. Sp removed the top cover to exhalation valve assembly (eva) and found the cover inside eva was completely removed causing a jam in the door. Sp detached the screw completely which allowed the latch mechanism to function properly, replaced cover and reinstalled eva. The sp found the unit failed calibrations and replaced the exhalation valve flow sensor reprocessing kit and eva per service manual. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The eva was returned to medtronic for failure investigation. A visual inspection was carried out on the returned eva, no anomalies were observed. The part was attached to the test ventilator, powered up but failed short self test (sst) circuit pressure test with the message "exhalation autozero solenoid not operational". After a thorough investigation, a faulty autozero solenoid (so1) on the exhalation sensor printed circuit board assembly (pcba) of the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the broken latch could not be determined. The cause of the calibration failure was identified as a faulty so1 on the exhalation sensor pcba on the eva. There is an existing previous internal investigation regarding the sol1 issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator had a broken latch. The ventilator was not in use on a patient at the time of the reported event.